Event description:
Epidural catheter in place and stopped functioning during the night. Early am mda came to check and manipulate. When withdrawing catheter firm tension used as usual and tip of catheter broke off in pt. No evidence of tip visualized on film, neuro consult done and decision made to observe pt for an neurological symptoms in the future. Decision - no invasive procedure to be done at this time.